Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ polydipsia. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). At the time of the call, the customer reported feeling thirsty; medical attention was not needed at the time. Customer is using the proper testing techniques. Customer stated she was storing the test strips in her purse; customer had another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 569 mg/dl using truemetrix meter. Customer was satisfied with the result obtained. Customer stated that she is taking steroids and is aware her blood glucose is very high.

Manufacturer narrative:
Sections with additional information as of 16-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.